Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a procedure was performed nine months later due to continued out of range pacing impedance measurements. During the procedure fluoroscopy was taken with no significant findings. A lead fracture was suspected as when the lead was tested on the pacing system analyzer (psa) it yielded the same high out of range pacing impedance measurements. The rv lead was surgically abandoned. The pacemaker was also electively explanted at that time. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that during an interrogation the clinician noted the right ventricular (rv) lead had been switched to unipolar configuration as the lead safety switch (lss) had been triggered f due to an out of range impedance measurement. The clinician reprogrammed the rv lead to bipolar configuration and tested the lead. All measurements were within normal limits. Boston scientific technical services (ts) was contacted and the clinician stated there was also episodes of noise stored on the rv channel. Ts recommended assessing the lead's integrity. However the clinician stated that since the patient was not pacemaker dependent, they would just leave the lead programmed to bipolar configuration and monitor the patient. The system remains in service. No adverse patient effects were reported.